Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The lot number of the subject device was unknown. As a result of checking the manufacturing record for past one year from the delivery date, it was found no irregularities. Based on the similar cases in the past, it was known that the loop could not be released because the loop was caught between the hook and the coil sheath after the loop was released in the tube sheath for unspecified reason. The instruction manual of the device has already warned as follows; when removing the hook from the loop, confirm on the endoscopic image that the coil sheath is extended from the tube sheath. Otherwise, the loop may get stuck inside the instrument. Do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed.

Event description:
During a ligation procedure of colon, the subject device was used. In the procedure, the loop of the subject device could not be released. The physician used pliers to cut the insertion part of the subject device, and withdrew the endoscope from the patient. The endoscope was reinserted in the patient and the loop was cut by the loop cutter. The intended procedure was completed with another device. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".